Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: ¿ stress marks observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.